Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
An FDA medwatch report (mw5166149) was received at terumo cardiovascular that during vein harvesting procedure, device broke off in the tunnel of the leg. It is unknown whether there was a delay in the procedure, whether the product was changed out, or if the surgery was completed successfully. Terumo continues to attempt to gain more information regarding this event from the user facility. Per the medwatch report, during the endoscopic harvest of the left saphenous vein, the vessel harvesting device broke off in the tunnel of the leg. The incident was seen on the monitor and the plastic fragment was extracted this was a terumo virtuosaph plus endoscopic vessel harvesting system.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to ethicon for evaluation. One needle suture piece that pertains to product code w8400 was received for analysis. As per visual inspection of the sample received, the swage and attachment area were noted to be as expected. No issues related to breakage needles were found during the evaluation. However, the needle was noted be bent at the tip and body. Also, marks that appear to be caused by a surgical instrument were found in these areas. A photo was provided showing two distorted needles and one of them appears to be broken. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Needle analysis: a failed suture needle, labeled as (B)(4), was submitted to herrera, stafford and associates, llc (hsa) for fractographic evaluation on july 7, 2025. The component was identified as product code w8400. It was requested that hsa assess the fracture mode of the failure. According to the information, it was reported breakage needle. The product received for analysis was w8400. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the tip of the needle. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture.